Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that longer needles were found with the bd syringe¿ luer slips with needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One photo was returned for investigation and observed needle in different length. Five actual samples were returned for investigation. The samples were subjected to visual inspection. Needles in different length were observed. Two photographs were found with incorrect needle length. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Manufacturing process has been reviewed from needle assembly process to syringe assembly process. According to the material transaction records, there was one bag (15kpcs) of needle (25g 1in) transferred wrongly to syringe assembly process by utility technician. The most probable root cause could be due to wrong material issued to syringe assembly process, the associate might have detected the wrong needle material after loaded into the hopper and have sorted out the wrong material from the hopper. However, it was suspected that the clearance of wrong material was not done properly. (B)(4).

Event description:
It was reported that longer needles were found with the bd syringe luer slips with needles. There was no report of exposure, injury, or medical intervention.